Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). ¿ did the needle fall into the patient? ¿ if yes, was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were implemented to retrieve the broken piece? ¿ was there any additional tissue damage resulting from the search for the needle piece? ¿ does a fragment of the needle remain in the patient¿s tissue? ¿ if yes, was more than half the needle retained in the patient? ¿ is there any plan in place to remove the needle piece in the future? ¿ if yes, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located? ¿ what is the surgeon's opinion of the potential consequences for the patient? ¿ can you lot number of the product involved? ¿ please provide the source or title of external person providing answers to follow-up: the fragments of the needle, which remained intact, were recovered at the same time as the needle detached from the thread and the patient did not have to undergo any other surgical procedures. No other detail available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. At the moment of passing through human tissue the terminal part of the needle broke. There were no patient consequences reported. Additional information was requested.